Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a drive motor anomaly, rewind anomaly, moisture damage, damage on the display screen and keypad anomaly on the insulin pump. It was reported that the insulin pump history was erased from the insulin pump esc and act button was difficult to activate or when pressed once the button clicks twice or jumps over to the next screen during rewinding the pump screen jumps ahead and rewound was very loud now during rewind process. It was reported that the condensation or bubbles underneath the screen. Troubleshooting was not performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No unexpected pump history reset or loss of data noted or a21 alarm noted during testing. No drive or motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. All buttons functions properly. No unresponsive buttons or button error alarm noted. Device advanced properly to the next screen when pressing the buttons. No damage noted on the keypad dome switches. During visual inspection, the keypad connector on the lcd was found locked properly. No moisture damage noted on the electronic assembly or on the motor. Device had minor scratched display window, cracked display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. The test p cap and reservoir does lock in place in the reservoir compartment. (B)(4).